Manufacturer narrative:
Parts were not received, and it was identified that previous investigations have shown the navigation-ring failures have been attributed to liquid ingress, specifically of cleaning solutions and related debris can cause erratic settings, intermittent operation, and general encoder failure by causing shorts in the electronic components.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 18 jun 2020.

Event description:
The customer reported a ventilator with a defective nav (navigation) ring. The manufacturer's field service engineer confirmed the reported problem. There was no patient involvement. The manufacturer's field service engineer replaced the front bezel assembly to address and correct this reported event.